Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.